Manufacturer narrative:
A maquet field service tech (fst) investigated the table at the hospital and observed that the table had extensive physical damage. The fst learned from the hospital biomed that at the time of the incident, the table was in trendelenburg position reverse and the pt was strapped to the table. Analysis of the info captured at this hospital by the manufacturer, indicates that user error is the root cause of the cracking and breakage of this table's leg supports. The user appears to have been operating the table in a manner inconsistent with the instructions outlined in the table's user manual (B)(4). For this break to have occurred, the table legs would need to be set against the base cover and then an operator would have to activate the table's trendelenburg or height function. With nowhere for the leg to move, the hydraulics would continue to apply pressure until the support breaks. The manufacturer has been able to duplicate this event with internal testing. Maquet service has offered to repair the customer's table and is awaiting a decision from hospital personnel. The customer will be advised to review its staff training with respect to proper usage and pre-utilization inspections. If the customer is concerned about future collisions with the floor or table base, maquet can install an optional double check valve with pressure relief to limit the hydraulic forces. This valve is not required if the table is operated as directed. Maquet inc. Submits this report on behalf of the device manufacturing facility maquet (B)(4).

Event description:
During a procedure, the reverse back section broke off the table and the pt went head first on the ground. (B)(4).